Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a communications error generated. The ventilator was replaced. There was no injury reported, ventilation did not stop. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no table conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.